Event description:
We found that this diabetic pt with suspected pneumonia was receiving high dose steroids and 2 liters of d5 normal saline intravenous fluid every day of a 10 day hospitalization. Every day, there was an elaborate more than 4 page -repetitive/cut and paste- progress note electronically generated by the attending physician and others from consultant-s. Scrutiny of the ehr and orders revealed one weight recorded -on admission- and none after 10 days, no record of fluid balance, multiple interventions for labile glucose levels -on steroids and sugar water, increasing edema, and little sign of clinical improvement of pulmonary status. Yet, despite elevated serum glucose, glucose containing intravenous fluids were continuously given at 75 cc per hour and despite adequate oral intake, causing labile glucose levels and heart failure with fluid build up. Obscured amidst the monotonous pages of lines of mostly clinically irrelevant unusable info were essential clinical information. Resultant impact was fluid in the chest cavity and edema of the extremities and failure to progress, requiring longer hospitalization. As has been seen and reported elsewhere, the users of this device made errors in internal medicine 101, impaired by the poor usability of the device itself which obfuscated key records and info.